Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Corrected information; d1.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. A needle tip was found missing when the surgeon handed over the skin suture to the scrub nurse. The scrub practitioner informed the surgeon and anesthetist and checked for the suture tip on the theatre drapes, within the swabs, on the floor and on the sterile trolley. The consultant re-scrubbed and along with the registrar, they re-explored the patient's wound in an attempt to locate the missing needle tip. However, the needle tip was not found. A c-arm x-ray was completed inside the theatre, but the needle tip still could not be located. A plain film x-ray was requested. The decision was made by the surgeon and anesthetist to wake the patient up, and to do a plain film x-ray later on. The plain film x-ray was completed, and the operating surgeon confirms that the patient was informed and all the imaging was negative. There were no patient consequence reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/11/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what tissue was being sutured the needle tip was noticed to be missing? Are there plans to bring the patient back to search for the needle tip? Were there any patient consequences? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.